Event description:
It was reported that 1 day after the rx acculink implantation in the right internal carotid artery, the patient was discharged without any neurological symptoms. Post-procedure nih stroke score was 0. The patient's family called later on the day of discharge to report that the patient had experienced a new onset of slurred speech. No additional information was provided.

Event description:
Subsequent to the previously submitted medwatch, it was learned that the patient was admitted to the hospital, diagnosed with a transient ischemic attack, and treated with heparin. The event reportedly resolved 3 days later. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Device evaluation: there was no reported product deficiency. The reported patient neurological deficit/dysfunction is a known observed and potential adverse events as listed in the acculink ii instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.